Event description:
It was reported that a minicap disconnect cap had insufficient iodine. This occurred prior to patient use, therefore was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number gd894725. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).